Manufacturer narrative:
Initial reporter facility name: (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not disengage from the catheter to deploy. The procedure was completed with another of the same device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also noted that the handle was broken and the catheter was kinked. Microscope examination and x-ray analysis were performed, and it was observed that the capsule locking tabs were damaged and the bushing had some hits on it. Dimensional examination was performed on the braided shaft, and the lengths of various parts were within specification. A dimensional analysis was performed between the hooks of the bushing, and both side a and side b were found to be out of specification. However, the bushing outer diameter was within specification. A dimensional analysis was also performed on the flattening wire, and it confirmed to be within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not disengage from the catheter to deploy. The procedure was completed with another of the same device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be fine.